Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the lead was performed. Engineering analysis indicated that the allegation was not confirmed. The lead passed baseline testing and inspection indicating the conductors were intact and had no anomalies.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was explanted. No additional adverse patient effects were reported.